Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in inhibition of pacing. Isometric testing was performed and noise was not reproducible. Programming changes were discussed and the physician elected not to perform any intervention. The patient was in stable condition throughout device interrogation and would be monitored with routine follow up.